Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported by the rep clips did not feed/advance to the jaw properly. With the 4th applier the case was finished without difficulty. There was no consequence to the pt.